Manufacturer narrative:
Insulin pump displayed properly and passed displacement test. No missing segments or partial display noted. Insulin pump had a ghosting display after pressing any button due to open lcd driver. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump display was darkened and that she could not read it. She stated that the screen darkens each time she presses a button and then it clears away. The blood glucose reading was 247 mg/dl. She stated that the insulin pump had been dropped and bumped and that she had been in the rain with the insulin pump in her pocket. Nothing further was reported.